Event description:
A report was received that the patient will undergo an ipg revision with unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision with unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision due to ineffective therapy. The ipg was remained in the same location. The patient was reportedly doing well after the procedure.